Manufacturer narrative:
Awaiting product retyurn to conduct quality investigation.

Event description:
Consumer reports receiving very different readings within a matter or minutes. Analysis run on clark error grid using mean avg. Reading (254) as ref. Point vs. Bd readings (411, 96) yielded data points in the c/d range of the grid, outside of acceptable limits.